Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in finland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on (B)(6) 2019, the patient experienced inflammation at the stoma site with a fever and was discharged from hospital on (B)(6) 2019. On (B)(6) 2019 the patient was readmitted to the hospital for bleeding and suppurate coming from stoma site. CT scan confirmed correct tube placement and the patient was discharged home on (B)(6) 2019. It was reported that the patient was treated with a seven day course of oral antibiotics, kefexin 500 mg, ending on (B)(6) 2019.